Event description:
It was reported that the device was displaying all the indicators and it will not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control replaced the device and continues to investigate the reported failure.